Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, brown particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "textured implants (recalled)" with a capsular contracture, baker grade IV. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and "textured implants (recalled)".

Event description:
Healthcare professional reported left side "textured implants (recalled)" with a capsular contracture, baker grade IV. The device remain implanted.